Manufacturer narrative:
A covidien representative replaced the device.(B)(4)

Event description:
It was reported that during use at the patient&#39;s home, the ventilator generated an &quot;o2 sensor failure&quot; alarm. The ventilator did not stop cycling. However, the patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.